Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer ended up in the hospital due to pump not working. The customer's blood glucose was over 600mg/dl and went into diabetes ketoacidosis. The customer's current blood glucose was 451mg/dl. The customer was throwing up and had high ketones. The blood glucose was reading on the meter. The insulin pump beeped would not say anything, and then it would shut off. The customer was hospitalized; treated with injections and IV. The malfunction of the pump and her not getting insulin caused the hospitalization. The customer replaced the batteries and display did not return. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The temp basal percent can be programmed up to 200 percent; the temp basal functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was monitored for several days and no blank display or unexpected beeping noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected low battery alarm noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay and minor scratched lcd window.